Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a react catheter patient experienced a subarachnoid hemorrhage (sah) appeared at the level of the left sylvian valley post thrombectomy. Patient details: mrs score 0 and nihss score 13. Location of proximal face of the clot: pre-procedure mtici score 2a and final post-procedure mtici score 2c. The event was assessed as casually related to the study procedure and was possible related to study devices utilized. The patient was recovering/resolving. Ancillary devices: balloon guide catheter viatric 5mm, stent retriever trevo trak, stent retriever trevo 4*28.

Manufacturer narrative:
B5 updated with additional information received. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient's 24-hour post-procedure nihss was 1 and the event was resolving/patient was re covering. The event was not considered life-threatening. It did not result in additional medical/surgical intervention, new or prolonged hospitalization, or patient disability. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Event description:
The event was resolved on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.